Event description:
A report was received that the patient underwent a pocket revision due to the ipg was implanted too deep making it difficult to charge. The pocket was repositioned slightly higher and the patient is reportedly doing well.